Event description:
Allegedly broke - failed after implanted in patient.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.